Event description:
It was reported that the arctic sun device alarmed pc problem - restart. Confirmed they were able to turn device back on and restart therapy and just wanted the issue reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device alarmed pc problem - restart. Confirmed they were able to turn device back on and restart therapy and just wanted the issue reported. Per customer via phone on 11apr2024, it was reported that the patient was male and a few hours old and weighed less than 10 pounds. Therapy was completed without any impact. Advised by mis to turn the device off and back on. This resolved the issue. The device would not be sent in for evaluation.